Event description:
It was reported that an right ventricular (rv) lead integrity alert was triggered. The lead alert was turned off. Noise was noted on episodes and elevated sensing integrity counter (sic) was indicated. The physician suspected electromagnetic interference. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that another right ventricular (rv) lead integrity alert (lia) was triggered. Chronically low impedances were indicated and oversensing was noted during ventricular tachycardia (vt) non-sustained episodes. The lead was ultimately capped and replaced.